Manufacturer narrative:
The information reported by the customer was limited and provided in a customer survey response. The information provided only indicated that the device had perforated the bowel upon removal by the clinician. This device is specifically indicated "for use in patients who require long term feeding, are unable to tolerate oral feeding, who are at low risk for aspiration, require gastric decompression and/or medication delivered directly into the stomach through a secured (initial placement) or formed (replacement) stoma." Based on the limited information provided by the end user, it is believed that the customer is using the device for direct intestinal access, which is outside of the indications of use. Amt is currently attempting to get in contact with the original reporter to obtain additional information regarding the reported incident and determine the exact nature of use. The information provided in this report is the information available to amt at this time. This information has been logged into our complaint database and documented in amt complaint #: (B)(4). Amt will update this adverse event report should additional information be provided by the customer in the future.

Event description:
Amt received a customer report where the patient experienced a perforated bowel upon removal of the non-balloon device by the clinician. The device had been in use for 6 months prior to removal. We are currently in contact with the reporter to obtain additional information regarding the details of the event. Based on the limited information provided at this time, we believe that the device is being used for direct intestinal access, which is outside of the indications of use.